Event description:
It was reported the patient felt like the stimulation made their frequency worse. The patient also mentioned discomfort from the pne lead placement and opted to have an early lead pull.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, trial stimulator: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: block d10: model number/catalog number: 1601 serial number: (B)(6). Batch/lot number: 1601 model/catalog description: 1601 UDI for concomitant product, trial stimulator: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient felt like the stimulation made their frequency worse. The patient also mentioned discomfort from the pne lead placement and opted to have an early lead pull.